Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: no product or imaging was returned to assist in this investigation; however, failure mode of coating coming off was confirmed based on the customer's statements of the event. Although it was reported that the hc coating was observed peeling from the device at the successful completion of a tevar procedure, no adverse consequence to the patient was noted, resulting in harm of low impact to the patient. For this complaint qera (B)(4) was used to evaluate risk. Review of records noted the flexor sheath, (B)(4) was coated with (B)(4) on (B)(6) 2015, which is after the implementation of optimized coating process settings in (B)(6) 2013. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent debarkey iiib type of dissecting aortic aneurysm repair. The left common iliac artery had cto and f-f bypass was performed previously. The subclavian artery had been saved by chimney technique. The delivery systems were inserted from the right. During the procedure, blood leakage from the hemostatic valve of esbe-34-77-t-pf-d was observed. Blood kept leaking during the delivery system of gzsd-36-164-2 was inserted into the hemostatic valve. The user quickly finished stent graft placement to minimize blood leakage ((B)(4)). Peeling of the coating of the sheath was also found after removing it from the patient ((B)(4)). Patient outcome: the patient did not experience any adverse effects due to this occurrence.